Event description:
It was reported that during vascular shunts near coronary arteries procedure, arrhythmia occurred during the subject coil detachment. The subject coil was detached successfully and two more coils were placed to finish the procedure successfully. The patient condition is stable.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was unable to be confirmed and it cannot be determined if the device met specification as the device was not returned. Based upon medical review assessment, "the clinical event is unlikely to be causally related to the subject device. Since the arrhythmia was found on an electrocardiogram (ECG) at the time of detachment and the patient had no signs/symptoms it is possible it was related to the detachment system and not the subject coil". Based on the information provided in the complaint, arrhythmia was found on the ECG at the time of coil detachment. Only ECG waveforms appeared, no physical problems. ECG interference is a known effect associated with the use of a power supply with some ECG equipment and the power supply dfu contains the following caution statement, "in some ECG equipment, perturbations may be observed immediately before illumination of the cycle complete indicator on the power supply detachment system". As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was reported that during vascular shunts near coronary arteries procedure, arrhythmia occurred during the subject coil detachment. The subject coil was detached successfully and two more coils were placed to finish the procedure successfully. The patient condition is stable.